Manufacturer narrative:
At this time, the s-ICD system remains implanted. No additional information is available. Once any additional information does become available, this report will be updated. The manufacture date for this product is november 4, 2015.

Event description:
Boston scientific received information that during a patient follow up performed five weeks post-implant, the patient presented with a hematoma over the wound site of the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was found to be operating normally and no interventions were planned. No adverse patient effects were reported. The s-ICD system remained implanted and in service. Five months later, the patient presented to the clinic with a pocket erosion that exposed by the s-ICD and the electrode. The area was also very inflamed and there is the potential risk of an infection. The patient was hospitalized and the s-ICD deactivated. Explant is being considered. No additional adverse patient effects were reported.